Event description:
No product problem. Note: a medical practitioner in a foregin country connected a clave connector to the v-set and the flow stopped. The instructions for use states that the v-set is to be connected to an IV cannula. As such the medical practitioner deviated from the correct use of the v-set. There were no defects of the v-set. If the v-set had not been connected to the clave connector, there would have been no malfunction.